Event description:
It was reported that during the revision of right hip (non stryker implants were taken out during revision surgery) a piece of the adaptor broke.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown adaptor. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.